Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 30 mg/dl. Reportedly, customer suspected basal rates were incorrect in pump. The customer drank juice and ate food with sugar to treat low bg. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.